Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: customer returned photos of an open autoshield duo sample and a shelf carton of 5mm, 30g autoshield duo samples from lot # 9015714. Customer states that medication is leaking while injecting and the needle is sticking out through inner shield. The attached photos were examined and exhibited one sample shown in the preactivation state. In this state the non patient end of the pen needle is not covered by the non patient end shield. There are no defects observed on the sample shown. Also, it is difficult to determine if there is leakage solely from the attached photos. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that 15 bd autoshield¿ duo safety pen needles were found pierced through their shields after opening them up, and 10 needles leaked "saxenda" during use and would not inject into the skin. The following information was provided by the initial reporter: "I have these pen needles to self injection my saxenda which my insurance precribed. I noticed half way through the box when I opened them the needle is sticking out. The others were not like this. When I attempt to inject the med just leaks out of the pen and it will not inject into the skin. I have wasted more drug than injected. I opened over 15 of the needles and noticed they are all this way. I am a registered nurse and know how to inject, plus as I said not all were like this."